Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. A systems check was performed with tandem technical support and no issues were identified. However, the customer reverted to manual does injection for insulin therapy.